Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 11543 was returned and analyzed. External visual inspection of the electrical handle segment showed the push-button was unable to move freely as it was derailed/out of its intended position. External visual inspection of the electrical handle segment identified the handle shells were not fully locked/closed. The handle/shell clips were not completely engaged. The catheter smart chip data was reviewed. The data indicated the balloon catheter was never used (no application performed). The balloon catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During performance testing, the push button did not go back and the balloon did not fully inflate with the guidewire lumen kinked inside. In conclusion, the balloon catheter failed the return product inspection due to a kink/twist on the guidewire lumen, the catheter handle not fully closing, and the catheter push button being derailed from the slide mechanism. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not connect to the copilot and the stretch mechanism broke. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.